Manufacturer narrative:
This report is submitted on january 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due incorrect placement of the device. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 03, 2023.